Event description:
It was reported that a pump failed upstream occlusion test. There was no pt injury reported.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is still in progress. When complete, a supplemental report will be submitted.